Manufacturer narrative:
The product analysis was completed on june 15, 2015. The product analysis indicates that the complaint was confirmed. The nose cone temperature after 1 minute was 125 degrees f. The nose cone was loose, the insulation was torn, and the motor was noisy and ran intermittently. The motor, cable, nose cone, bur lock, and connector were replaced. The handpiece was successfully tested to specifications. (B)(4)

Event description:
It was reported that the handpiece overheated during use. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned. However, the product analysis has not yet been completed. This device is used for therapeutic purposes.